Event description:
The patient reported charging difficulty with the implant and communications issues with the remote control. An advanced bionics representative met with the patient for device evaluation. During the evaluation the patient reportedly experienced a shock. The patient reported another shock while trying to charge the implant at home. The advanced bioniics representative met with the patient and the surgeon to recommend an explant. The patient reported a burning sensation at the pocket site of the implant. The patient was reimplanted with an advanced bionics spinal cord stimulator.